Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the medical personnel noted a signal artifact monitoring episode stored in the cardiac resynchronization therapy pacemaker (crt-p). Upon discussion with boston scientific technical services (ts) it was determined the right atrial (ra) lead has high impedance measurements. Ts explained that the signal artifact monitoring feature may have switched from using the ra lead to the right ventricular (rv) lead due to the impedance measurements. It was further noted that boston scientific does not have record of the patient's ra lead. No data for the ra lead was given. The field representative noted that the medical personnel is out of town and was unable to obtain any further information at this time. The crt-p and ra lead remain in service and no adverse patient effects were reported.